Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose, with blood glucose in the 50 mg/dl range at the time of the incident. The customer was at 140 to 150 mg/dl range at the time of the call. The customer was given shots to treat. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. The customer believes the pump is under delivering as the pump is not giving the enough insulin. Troubleshooting was not completed as the customer declined. The customer also had a high of 314 mg/dl and was getting differences in their pump readings. The insulin pump will not be returned for analysis.